Manufacturer narrative:
D10 concomitant medical products: sigphandle, sig power sigphandle handle (sn:unknown); sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during small-intestinal-colic anastomosis, upon ileocecal resection, and functional end-to-end anastomosis (feea) of the small intestine and colon was performed outside the abdominal cavity. There were no problems with the first and second intestinal resections. After stapling was completed for the third firing, it was not possible to remove the device from the intestinal lumen, and upon checking, it was found that the mucosa was caught on the tip and center of the reload. Eventually, the reload was able to be released from the tissue, and the surgeon did not use any special method. There was no bleeding at the anastomosis, and no impact on the patient.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that no tissue was caught on the distal end of the jaws of the reload. It was reported that the device was difficult to remove from cavity and the tissue hang up. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of egia sulu/reload thick tissue that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.